Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned. The tip was examined under magnification (microscope 10x) and the outer catheter had been partially pulled out from the distal metal tip. As a result, the distal metal tip was not aligned with the outer catheter. No other anomalies were observed to the device. Functional/performance evaluation: due to the material separation, the crosser catheter could not be tested with an in-house sidekick support catheter . Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the device was returned. Based on the condition in which the sample was returned, the investigation is confirmed for material separation as the outer catheter was partially separated from the distal tip. The investigation is inconclusive for retraction issues, as the original sidekick support catheter was not returned for evaluation and functional testing could not be performed due to the material separation. Per the reported event details, the distal tip separated from the outer catheter after a few minutes of activation. The reported retraction issues were likely caused by the separated distal tip of the crosser getting caught on the distal end of the support catheter during retraction. However, the root cause for the distal tip separating from the outer catheter is unknown. Labeling review: the current crosser recanalization catheter instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that during treatment of a cto in the superficial femoral artery, the recanalization catheter tip separated from the wire lumen but did not detach from the catheter. Then, the recanalization catheter and support catheter became stuck. Both devices were removed as one unit. There was no patient injury reported.

Event description:
It was reported that during treatment of a cto in the superficial femoral artery, the recanalization catheter tip separated from the wire lumen but did not detach from the catheter. Then, the recanalization catheter and support catheter became stuck. Both devices were removed as one unit. There was no patient injury reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complaint/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.